Event description:
A malfunction on the pump was reported, identified by the customer with no significant events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.